Event description:
Removal of venous access device implanted in august, 1996 after x-ray revealed the distal 6 or 7 cm. Of the catheter had broken off and lodged in the pulmonary artery. The distal segmet was removed via a percutaneous femoral route at another facility. At the pt's request the remainder of the device was removed uneventfully at this facility.